Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0mc5r, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient doesn't think her stimulator was working. This just happened over the weekend. She had a lot of pain and spasms and never has had that happen before with the stimulator. The patient doesn't know where their ins (stimulator) was located. She thinks it was implanted on her left side. She can't feel the ins but did feel her incision line. It was reviewed placing antenna slightly below incision. The patient was finally able to communicate with ins and stated stimulation was on and set at 1.2. She had not tried turning stimulation off to see if that helped with the issues. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.